Manufacturer narrative:
After evaluating the device that was deemed defective by customer, we have determined that the forcep was damaged due to misuse by the customer. The forcep insulation was somehow damaged during use or during reprocessing and when it was used again after the damage occurred, the exposed metal on the forcep caused the device to arc. There is no other explanation as to why the forcep would arc. Customer was contacted three times regarding details of incident. Retrieval of information was unsuccessful. But due to the nature of the complaint, a CAPA has been opened ((B)(4)).

Event description:
Insulation melted away on forcep. Further information regarding incident was unobtainable after contacting the customer 3 times.